Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report #(B)(4) which stated radiologic studies demonstrated a disconnection of the bend relief from the sealed outflow graft. The pt was admitted for operative repair of the disconnect. The procedure was performed by implantation of a sealed outflow graft bend relief collar.

Manufacturer narrative:
The procedure was performed and the pt remains ongoing on lvad support. The attached user facility report (B)(4). Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12/001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.